Event description:
Three weeks after primary hip surgery the patient had problems during the rehabilitation. A revision surgery took place. It was observed that the insert has much wear on the head-side. The surgeon opened the wound and filled maximum of "lavage-fluid" nacl in the wound, removed the x3 insert and observed that there was wear on it. He didn't see any scratches on the 36mm head. A new implant has been implanted (B)(4). Finally, the surgery could be completed successfully.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear involving a trident 0 deg insert 36mm was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection revealed severe scratching was observed throughout the articulating surface. Scratching is a commonly identified damage mode on uhmwpe inserts and is caused by the plowing of third body debris or surface asperities during articulation. No remaining third body debris was observed. Medical records received and evaluation: not performed as op reports and medical records were not provided. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records were provided for evaluation. Severe scratching was observed throughout the articulating surface of the insert. This is common damage mode in uhmwpe inserts and was likely caused by the presence of third body debris within the articulating area. No material or manufacturing defects were observed on the device features evaluated.

Event description:
Some 3 weeks after primary hip surgery the patient had problems during the rehabilitation. A revision surgery took place. It was observed that the insert has much wear on the head-side. The surgeon opened the wound and filled maximum of "lavage-fluid" nacl in the wound, removed the x3 insert and observed that there was wear on it. He didn't see any scratches on the 36mm head. A new implant has been implanted (623-00-36d). Finally, the surgery could be completed successfully.